Event description:
It was reported that, following an unrelated procedure where the ipg was set to surgery mode, the ipg was unable to communicate with external devices. Troubleshooting was attempted with no success. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.